Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that he device was received in good visual condition and with no reload present. The clamping and the firing mechanism were noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although, no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process. Damaged yoke.

Event description:
It was reported that during an unknown procedure, the device broke when stapling tissue. No other details known. A new device was used to complete the procedure. There was no patient consequence.